Event description:
Arjo was notified about the event related to a maxi move lift. It was reported that during the patient transfer using the maxi move passive floor lift, the patient was abruptly descended. No injury occurred, neither medical intervention was needed.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified about an event related to a maxi move lift. It was reported that during a resident transfer, the maxi move lift mast abruptly descended while the resident was supported in a sling. No injury occurred, neither medical intervention was needed. According to additional information received, the caregiver pressed lowering button to lower the lift, and when the caregiver released the button, the maxi move lift did not stop but lowered rapidly. The device inspection performed by the arjo representative at the customer site revealed no malfunction with the device. The maxi move was found in a good condition. The lifting simulation was performed with 83 kg load and no issues were detected. It was not possible to confirm the reported issue.the maxi move device was left in use. To sum up, the unintended movement was reported by the customer and from that perspective, the device did not perform as intended. The maxi move floor lift was being used with a resident at the time of the event and therefore played a role in the reported event. The complaint was decided to be reportable to the competent authorities due to the allegation that unintended fast movement occurred. The customer allegation however was not confirmed during the device inspection.